Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores on their back from lifevest equipment. Patient reports that they are bedridden and the lifevest also cuts into their sides. There was no alleged device malfunction contributing to the irritation. The patient's home health nurse placed a band aid over the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.